Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during neurovascular diagnosis. The treatment was completed in a different room after transferring the patient. It was reported to philips that the system shows insufficient image storage space. Upon troubleshooting, field service engineer (fse) found an inconsistent database issue that was affecting the equipment operation due to limited image storage. To resolve the issue, fse recreated the image store to address the inconsistent database issue, then replaced the disks, reinstalled the operating system and application software for both the front and side planes, and created new image stores for each plane. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was issue with lack of image storage space. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.